Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 130mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4),the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The catheter was irrigated, no occlusion or leakage were noted. The valve was not leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3844, with lot ctpb26, conformed to the specifications when released to stock in 28th january 2016. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via v-p shunt to a (B)(6)-year-old male with nph after sah in (B)(6) 2016. The initial pressure setting is unknown. One day after implantation, the patient's condition improved. However, two days after implantation it got worse and intraventricular hemorrhage was noted through CT scan. The surgeon tried to adjust the pressure setting but it could not be changed, though patency of the shunt system was confirmed. The surgeon replaced the valve with the same new product on (B)(6) 2016, and the patient is currently being monitored. The surgeon suspects that blood clots may have stuck to the cam of the valve, which resulted from venous hemorrhage during ventricular puncture.